Event description:
The customer reported the system displayed an a/d channel 8 failure. This error will likely prevent the system from booting up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A fuse, battery charger, and cable were replaced. The system was then found to be operating as intended.